Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found that the atrial lead exhibited several episodes of noise oversensing. Isometric and device manipulation testing were completed but failed to reproduce the noise. All testing of the lead did not product any other anomalies. The patient was asymptomatic throughout the event. The clinician elected to continue to monitor the lead remotely. There were no plans to revise the lead at this time.